Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30141959 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4).

Event description:
It was reported that the saf-t-pexys broke during a procedure. Per additional information received (B)(6) 2021, there was no injury to the patient. Per additional information received (B)(6) 2021, two sutures broke during dilation. The physician was able to insert two new anchors after the tube was placed.